Event description:
Boston scientific received information that the pacemaker dependent patient was hospitalized after experiencing a fall. During the hospital visit the patient was inadvertently put through a magnetic resonance imaging (MRI) as they did not realize the patient had a pacemaker. Oversensing of noise on the right atrial (ra) and right ventricular (rv) leads was only seen during the time of the MRI. . The clinician also noted a gradual increase in pacing impedance measurements from 700 ohms to 1550 ohms which started after the patient was hospitalized. Boston scientific technical services (ts) was consulted and discussed that the increase in impedance measurements could be related to potential effects from MRI which include potential lead-tissue interface issues due to potential heating at lead tip, and possible device impact or movement. Ts stated that the MRI is also known to potentially cause noise from emi. Ts recommended saving the device's memory to a disk and sending it in for review by boston scientific engineers. The field representative was unable to obtain any additional information. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.